Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for a rhythm detected as ventricular fibrillation (vf) during double tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.